Event description:
It was reported that the patient noted a random continuous beeping from their system controller. On least one occasion, the controller screen indicated low battery despite the patient having 3 to 5 bars illuminated on their external batteries. The patient had a clinic visit on (B)(6) 2024 where the patient was provided new external batteries and left ventricular assist device (lvad) interrogation at that time was unremarkable. On (B)(6)2024 the patient noted that the alarms had persisted despite new external batteries. The clinic was able to reach patient's spouse to inquire further about these alarms. The patient's spouse indicated that the alarm is continuous (not intermittent beeping) and that it lasts for 1-2 minutes in duration and would stop on its own. There was no indication when this may occur, sometimes it would occur in public, sometimes at home, sometimes in the middle of the night. The patient's spouse did not know whether there are were any lights that display on the patient's controller when the alarm occurs. The patient was under the impression that on at least one occasion, a low battery message was displaying on their controller when there were 3 of 5 bars illuminated on their external batteries which is incongruent with the low battery message. The random beeps/alarms occur whether patient is connected to battery power or wall power. The patient denied damage to the white battery cable and black battery cable extending from their controller. There was damage to the external driveline that had been repaired with rescue tape. The clinic had concern that the alarm may be due to wire damage and was asking if the patient would benefit from a modular cable exchange. It was also noted this may be an issue with the system controller as well. The system controller and modular cable were exchanged on 26dec2024 and would return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D4 - UDI and expiration date: correction. H4 - manufacture date: correction. Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was confirmed via the submitted log files; however, it was not reproduced. A review of the downloaded controller event log file spanned approximately 3.5 hours (26dec2024 from 06:07:19 ¿ 09:46:48 and 06jan2025 per time stamp). From the beginning of the log file while connected to batteries and the power module, the low voltage alarm activated due to a rsoc voltage fluctuation on the black power cable causing it to be outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after each time but would reactivate. The alarm remained active until the driveline was disconnected on (B)(6) 2024 at 09:45:49for a controller exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned system controller, serial (B)(6), was functionally tested with the returned modular cable and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The provided information stated that the controller screen indicated low battery despite the patient having 3 out of 5 bars illuminated on their external batteries. Additional information provided stated that the alarms resolved with the modular cable and system controller exchange. They did not know the cause for the alarms. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect and low voltage alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.